Event description:
It was reported that about two months post implantation, a revision procedure was performed, and this right atrial (ra) lead was capped and surgically abandoned by the physician due to unknown, other non-product experience. It was noted that the ra lead was a competitor lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).